Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was unresponsive to presses over the past couple weeks and would require a very hard press to get it to respond. The patient stated that after programming boluses, the ok button would be pressed but it was unclear if all of the boluses were delivered. The patient reported experiencing some elevated blood glucose levels related to this issue going into 250 to 260 mg/dl range with moderate sleepiness and "droopiness." The patient stated that normal blood glucose levels were between 70 and 110 so elevated blood glucose levels into that range do have an effect. The patient confirmed that there was no known damage to the keypad. The patient reportedly wore the pump in a pump case attached to a belt and cleaned the pump with a cloth. This report is made based on the allegation that the patient experienced hyperglycemia related to an ok button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal and appropriate response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the keypad complaint.